Event description:
(B)(4). Event occurred in (B)(6). On (B)(6) 2019, the patient reported that the infusion set's tubing came out of the tubing connector while the patient was sleeping. This issue occurred after two days of infusion use and the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The site location was patient's abdomen and the pump was in a pouch. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.